Manufacturer narrative:
Mckesson medical surgical is the assembler of the ancillary convenience kit to support the u.s. Government's covid-19 vaccination program. We previously reported this event to both cdc but recognize due to a retrospective review that this event should have also been reported as an MDR to FDA. As part of our continuous improvement goals we are providing this MDR for review.

Event description:
The customer reported that the needle and syringe combination fail to securely attach and results in the needle detaching from the syringe during vaccine administration. Upon withdrawal, the needle remains lodged in the patient's arm. Not only is this a safety issue but also a dosage issue due to vaccine leaking form the hub site. No information was received regarding any serious injury as a result of this product report.